Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a replacement surgery was performed. No patient complications were reported.

Manufacturer narrative:
B3: reported information indicates that the event occurred approximately 2 weeks prior to the surgery. Exact event date is unknown. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders, momentary squeeze (ms) pump and reservoir were visually examined and functionally tested for leaks. Cylinder one passed visual inspection, there were no visual anomalies found. Cylinder one passed the leak test and pressure test. Second cylinder had a leak from a sharp instrument in the proximal end. Second cylinder had a hole and broken fabric threads from a sharp instrument in the proximal end. The ms pump had trimmed kink resistant tubing (krt) with window quick connector (wqc). Under microscope observation, contamination (bodily fluid) was found within the ms pump. Ms pump passed leak test. Spherical reservoir passed visual inspection and there were no visual anomalies found. Spherical reservoir passed leak test. Rear tip extender 1, 2 and 3 passed visual inspection and there were no visual anomalies found. Product analysis was unable to confirm reported allegation of crack in the right cylinder connecting tube. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3. Reported information indicates that the event occurred approximately 2 weeks prior to the surgery. Exact event date is unknown.

Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a replacement surgery was performed. No patient complications were reported.